Event description:
Pt was having photopheresis treatment using cellex instrument with disposable tubing set. During the photoactivation period the operator noted that the treatment bag was filling with saline. Procedure aborted after consulting with the manufacturer. It was identified by their repair team that the disposable tubing was mis-routed inside the set at section v5. This defect caused the saline to empty into the treatment bag creating the potential for fluid overload to the patient. No acute harm to the pt, but he was unable to receive the intended treatment. Our apheresis clinic has had numerous incidents of instrument malfunction related to the bowl optic sensor and disposable sets. Bowl optic sensor on the cellex photopheresis machine requires frequent re-calibration to maintain manufacturer specifications. A recent upgrade to the device was performed incorrectly by the local field engineer. This was identified and corrected by the lead engineer while investigating this most recent event.